Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm shunt. A 6.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.